Manufacturer narrative:
A search for similar complaints for the total bilirubin reagent lot 53810uq09 did not identify any similar complaints for the customer's issue. Return testing was not completed as returns were not available. Tracking and trending did not identify any trends associated with the product issue. The historical performance of reagent lot 53810uq09 was evaluated using world wide data and the evaluation indicated that the patient median result for lot 53810uq09 is within the established control limits. No unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Review of product labeling found adequate information regarding the issue. Based on the investigation no product deficiency was identified for the total bilirubin reagent, lot 53810uq09.

Manufacturer narrative:
Complete information for patient information, patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results were generated for neonates while using the architect c461216 analyzer. The following results were provided: sid: (B)(6) - architect: 17.8 mg/dl; alternate method: 13.9 mg/dl (% shift = 28%). Sid: (B)(6) - architect: 10.2 mg/dl; alternate method: 8.3 mg/dl (% shift = 22.9%). The customer further stated that sid: (B)(6) generated an architect result of 15.2 mg/dl, with a alternate method result of 12.3 mg/dl (% shift = 23.6%); however, the customer was not sure if the architect result was generated on the c461216 or the c401829 analyzer. The customer was utilizing a critical cut off of >/= 17 mg/dl. No impact to patient management was reported.